Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to high blood glucose on unknown date. The customer¿s blood glucose was in the range of 500 to 556 mg/dl and 286 mg/dl. It was reported that the insulin pump not working. The insulin pump will not be returned for analysis.